Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl, cause was unknown. Customer consumed glucose tablets to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the customer experienced an elevated blood glucose level of "high," exact value was not provided. Customer delivered a correction bolus to address bg. Tandem technical support (cts) performed a system check on the pump and was able to determined that the pump was functioning as intended. Cts was able to confirm that the customer disconnects at the t:lock and was using the cartridge beyond labeling. Cts educated customer on cartridge labeling. Customer changed infusion set to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.